Event description:
It was reported that the customer experienced a malfunction indicated by code malf 9. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with instructions on how to reset the pump, and after following the guidance, no further occurrences of the malfunction were reported. The customer was advised to continue using the pump and to reach out if the malfunction code appeared again, which the customer understood and acknowledged.